Manufacturer narrative:
(B)(4).

Event description:
The pt reported that she tried to recharge the "charge complete icon" displayed over the course of 3 weeks of attempts. The device was confirmed to be on. The pt did not believe to be true/plausible. It was later reported that the hcp replaced the implantable neurostimulator. The pt experienced preexisting pain associated with the event. The pt recovered without sequela.